Manufacturer narrative:
(B)(4). The homechoice (hc) was received and the evaluation was completed. An event history log review verified that the patient drained 4406ml of solution during a manual drain on the hc device (4396ml was the reported drain). The device passed both electrical and functional returned instrument testing evaluation (rite) tests. No abnormalities were identified during internal/external inspections. The cycler remote toolbox (crt) revealed no leak and showed all pneumatic system pressures were correct and stable. A short simulated therapy was performed successfully. Although verified in the event history log, the reported increased intra-peritoneal volume (iipv) event was unable to be duplicated during sample analysis. No non-conforming product was identified. The cause was determined to be a false empty detect during the initial drain and the initial drain alarm was met. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an overfull feeling and bloating during fill 1 of 4 of automated peritoneal dialysis (apd) therapy using a homechoice (hc) device. A technical service representative (tsr) assisted the hp with performing a manual drain. The hp drained 4396ml of solution while only reporting a fill volume of 2500ml. Nothing unusual was noted during troubleshooting for the increased intra-peritoneal volume (iipv) event. The tsr initiated a swap of the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.